Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed power elevations. A specific cause for the reported power elevations and bleeding as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this event. It was reported that the patient had recurrent epistaxis but was otherwise stable. The patient was treated with a packed red blood cell (prbc) transfusion. They had a ramp echo study performed on (B)(6) 2021 which revealed a normal left ventricle decompression during ramp. The submitted log file contained data from (B)(6) 2021 at 12:49:04 to (B)(6) 2021 at 13:05:10. The pump fixed speed was set at 9600 rpm with a low-speed limit of 8800 rpm for the duration of the captured data. On (B)(6) 2021 there were numerous pump power elevations as high as 10.5 watts. The pump power elevations were associated with elevations in calculated flow as high as 12 lpm. There were no other abnormal events captured ¿ the only other captured events were due to power cable disconnects and pulsatility index (pi) events. The pump operated at or above the low-speed limit for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, the IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous short to shield was reported in MFR report #2916596-2021-03029. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic on (B)(6) 2021 interrogation of the lvad did not find any alarms. A ramp echo study was planned, and the patient was otherwise stable. The patient's only complaint was recurrent epistaxis, and the last packed red blood cell transfusion was a week prior to (B)(6) 2021. A review of the log files by technical services found no unusual events and the mechanical circulatory support (mcs) equipment was functioning as intended. There were some intermittent power elevations. The patient previously had a pump stoppage with short to shield that was repaired on 25may2021.